Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.